Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). Of the two samples, one had an erroneous tsh value. The erroneous value was not reported outside of the laboratory. A line feed mechanism alarm occurred on the analyzer at the time of the event. The sample initially resulted as 1.56 uiu/ml. The sample was repeated, resulting as 2.06 uiu/ml. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 311038. The reagent expiration date was asked for, but not provided. The field service engineer checked the analyzer. He repeated the complained sample again and it resulted as 2.18 uiu/ml. The engineer thought the issue might have been caused by a software malfunction, but this could not be confirmed upon investigation of the complaint. Investigations found that a system reagent short alarm was generated on the analyzer 3 minutes prior to initial pipetting of the complained sample. The investigation was unable to find a definitive root cause.